Event description:
The customer reported approximately two (2) milliliters of fluid leaked within the unit and dried blood under the diff shear valve and retic shear valve involving coulter lh 750 hematology analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection during the incident. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The customer indicated the unit was operating normally. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) observed the tubing on the shear valve partially seated. The fse replaced the tubing and cleaned the shear valve to resolve the issue. Service activity performed was verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. The customer has an exposure control management plan at the facility. (B)(4).